Event description:
Policies and procedures were in place and being followed. User manuals were reviewed and machine was being used in accordance with MFR specifications. Pt's intracranial pressure and blood pressure noted to be gradually increasing along with cerebral perfusion pressure. Neuro exam showed pt to be flaccid to pain with pinpoint pupils and not assisting ventilator on imv8 (ventilation mode for weening pts from ventilator.) Respiratory therapist was called to change vent back to assisting control (ac) 12 to hyperventilate pt. Airway pressure read 0 cm h2o pressure resulting in "sticking" positive end expiratory pressure (correct settings, but gauges indicate a level above the settings.) In response to these findings, the pt was hyperventilated with ambu bag and, as a result the intracranial pressure came down. After further investigation, it was concluded that the cleaning solution residual may be occluding the pressure transducer filter which could have caused the problem.